Event description:
It was reported that the neurostimulator was explanted because it did not work for her symptoms. The patient also experienced pain at the pocket site. A cardiologist stated that her pacemaker read-outs were unusual and returned to normal when the neurostimulator was explanted. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3889-28, serial #unknown, implanted: unknown, explanted: 2011 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins was functionally okay. The connector module and shield/can were scratched. There was foreign material in the ports which was suspected body fluid. There was good stable output on the electrode pairs the ins had when received and on all electrodes referenced to the case. Final device analysis of the lead revealed no significant anomalies. The lead body conductor was crushed. The conductors were stretched and the conductor coils were crushed (suspected explant damage). The outer insulation was intact. Continuity was acceptable. There was a short between circuits 0 <(>&<)> 1 at the crushed conductors.